Event description:
Inflamed and hypertrophic synovium [synovitis]. Knee pain/ sharp increase in pain [arthralgia]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician assistant regarding a (B)(6) female pt, initials (B)(6). The pts medical history was significant for previous medical device implantation with synvisc (one year before, first series). On an unspecified date, the pt initiated treatment with synvisc (hylan gf 20) injection into an unspecified knee, route and dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the pt received second synvisc injection. On an unspecified date (four days after the second synvisc injection), pt developed sharp increase in pain and swelling in the knee. On an unspecified date, an unk amount of synovial fluid was aspirated from the knee and was injected with cortisone. It was reported that pain returned after three days and unk amount of synovial fluid was aspirated again. On unspecified dates, the pt's knee was aspirated three times and each time 50-60 cc of synovial fluid was aspirated over the course of two weeks due to recurrent effusion with pain. It was reported that knee aspirate was found negative for infection in synovial fluid culture. On an unspecified date, the pt underwent surgery during which an inflamed and hypertrophic synovium was found and debrided. The event of inflamed and hypertrophic synovium was assessed as serious due to hospitalization. The action taken with synvisc treatment was not provided. The pt had not yet recovered from the events. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assistant did not provide the causal relationship between synvisc and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.